Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely peeling was caused by stress of repeated use, external factors, or handling of the device. . However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope had an angle abnormality. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had coating peeling. In addition to the reportable malfunction, the following were noted: due to a cut on the angle wire, the bending section cannot be bent in the up direction at all and the angulation lever did not move smoothly; the adhesive around the objective lens was peeled; the adhesive on the bending section cover had a chip; the bending section cover had slack; because the channel tube was crushed, neither the forceps nor the tube cleaning brush could be inserted; the bending tube and the connecting tube had a dent; the electrical connector was sticky; the image guide bundle had a stain; the label on the light guide connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.